Event description:
Reportedly, from the subjected home monitor 55 manual transmissions were registered between 07/08/2023 and 27/08/2023 without patient input.

Manufacturer narrative:
The conclusions are as follows: analysis of the extracted expertise files confirmed the reported issue: several remote reports were sent to the back office by the subject smartview connects between 07 august 2023 and 27 august 2023. - the smartview connects were turned off before the 07th of august 2023 where the scheduled remote follow-ups were therefore missed. - afterwards, the status of the last missed follow-up was not updated due to a software anomaly in the back office. - as a result, the back office sent back incorrect dates to the smartview connect, which therefore sent follow-ups indefinitely. A correction has been implemented at the back office server level in order to prevent recurrence of such issue.

Event description:
Reportedly, from the subjected home monitor 55 manual transmissions where registered between 07/08/2023 and 27/08/2023 without patient input.